Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale/review: the 55 year old patient admitted in with cardiogenic shock and cardiomyopathy was being supported by the impella 5.5. The patient condition allowed for patient ambulation and the patient was walking on day 4 of his support when the console alerted for pump position to be in the aorta, rather than within the left ventricle. The team medically managed the patient and decreased the pump's p level. They were able to successfully exchange the 5.5 with a new 5.5 pump and support proceeded.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.